Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's new infusion set's tubing connector was damaged. It was stated that the patient's blood glucose level was normal. Upon investigation, it was found that the tubing was separated from the tubing connector due to missing glue. No further information available.